Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 25 year-old female patient who had essure inserted for female sterilization. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2022, 2160 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (removal surgery). The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 14-mar-2023: quality safety evaluation of ptc, product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic inflammatory disease ("was treated for pid") in a 25 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of pre-eclampsia, smoker, mature cystic teratoma, menometrorrhagia, dysmenorrhea, pelvic pain female, tobacco user, tonsillectomy, appendectomy, miscarriage, menorrhagia, dysmenorrhea, parity 1 and gravida ii. Previously administered products included: paragard. The patient had a family history of hypertension (father) and diabetes (father). As concurrent condition the report mentioned heavy periods. On (B)(6) 2017, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced pelvic inflammatory disease (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy - uterus & cervix, bilateral salpingectomy ). At the time of the report, the outcome of the event was unknown. The reporter considered pelvic inflammatory disease to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: material submitted: uterus - uterus cervix, r/l fallopian tube, left ovary diagnosis: uterus cervix, r/l fallopian tube, left ovary: uterine cervix: - chronic cervicitis. - immature squamous metaplasia with reactive changes. Uterine fundus: - inactive endometrium. Right fallopian tube: - paratubal cyst, 2.2 cm. - intraluminal metallic foreign body compatible with contraceptive device. Left fallopian tube: - intraluminal metallic foreign body compatible with contraceptive device; otherwise, no pathologic change. Left ovary: - mature cystic teratoma, 5.1 cm. Gross description: uterus, cervix, right and left fallopian tubes, it consists of a 76 gram uterus with attached cervix and attached bilateral fallopian tubes and left ovary. The uterus measures 7.7 cm from fundus to cervix, 5.0 cm from cornu to cornu, and 4.0 cm from anterior to posterior.. The right fimbriated fallopian tube is 7.5 x 0.8 x 0.8 cm with a 2.2 x 1.9 x 1.6 cm thin-walled paratubal cyst. Sectioning reveals a pinpoint lumen identified and silver metallic coiled wire present in the lumen of both fallopian tubes at the most proximal end of the tube. The left fallopian tube is 6.8 x 0.8 x 0.8 cm attached to a 33 gram, 5.1 x 4.2 x 3.2 cm firm cystic ovary. The inner cyst lining is smooth and without papillary excrescences. There is a 2.9 x 1.0 x 0.8 cm crescent of seemingly uninvolved cystic ovarian parenchyma. [Ultrasound scan vagina] (date unknown): the uterus is anteverted and normal in size, shape and texture. No fibroids seen. The intra uterine device is seen in abnormal position completely within the cervix. The endometrium is normal. Both ovaries are identified. The left ovary has a hyperechoic, avascular mass that measures 2.9 cm in largest diameter. The right ovary has multiple simple cysts with the largest measuring 1.4 cm. There is no free fluid noted in the cul de sac. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 03-sep-2023: medical records received. Event medical device removal was replaced with event pid. Product, patient& reporter information updated. Medical history , lab data & historical drug added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 25 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2022, 2160 days after essure insertion, she underwent medical device removal (seriousness criterion medically important). Essure was removed the same day. The patient was treated with surgery (removal surgery). The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.